Event description:
Patient was in outpatient surgery prior to scheduled surgery. Patient had an IV in place. Patient rang for assistance in restroom and was found standing beside toilet with blood actively flowing from IV site. Tubing appeared to have separated at the hub closest to the patient. The remaining piece was removed from the patient and all tubing was collected and turned over to material management. Reason for use: IV tubing.